Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the motor was found to have a damaged motor cable during visual inspection.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a damaged centrimag motor cable was confirmed. There were log files submitted for review. The centrimag motor, serial (B)(6), was evaluated at the service depot. The motor cable was noted to have a ¼ inch puncture in the cable jacket. The cable is damaged and cannot be repaired. The motor was not functionally tested and was forwarded to product performance engineering (ppe) for further analysis. Upon arrival at ppe, the centrimag motor was connected to a test centrimag console, and the motor was operating the pump as expected. When the cable was manipulated, no alarms were produced. Visual inspection of the returned motor noted a puncture in the cable jacket about 38 inches from the motor housing. This did not affect the motor's functionality. Continuity testing and insulation testing passed without any issues. The centrimag motor IFU instructs the user to inspect the centrimag motor, jacket, cable, console connector, and locking mechanism for damage prior to use. If any component is damaged do not use the centrimag motor. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual ( rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. The centrimag motor IFU instructs the user to inspect the centrimag motor, jacket, cable, console connector, and locking mechanism for damage prior to use. If any component is damaged do not use the centrimag motor. No further information was provided. The manufacturer is closing the file on this event.